Manufacturer narrative:
Claim (B)(4) work order search found no additional similar complaint type events within associated lots.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. At a later date, the lens was exchanged for a lens of different strength. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
E1 - oka e2 - yes e3 - health professional h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the returned lens did meet original values measured at the time of manufacturing. Functional inspection found the lens did meet original values at the time of manufacturing. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim (B)(4).